Manufacturer narrative:
MFR received summons which alleges the back of the chair broke away, causing the consumer to fall backwards and required surgery. Photos were received and an invacare product was identified. However, no confirmation of alleged injury was received. Photos provided were unclear and no determination of cause could be determined. MDR filed as a conservative measure.

Event description:
The summons alleges the back of the chair broke away, causing the consumer to fall backwards, allegedly sustaining serious injuries to the lumbar region of his spine which required surgery. Serious injury is alleged.